Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to vaginal prolapse. The patient experienced pain, urinary/bowel problems, recurrence and dyspareunia. (B)(4) - urinary/bowel problems; undefined recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure for pelvic organ prolapse on an unknown date, and mesh was used. The patient experienced pain, tissue abrasion, erosion and had to undergo additional revisionary procedures. No additional information was provided at this time.